Event description:
It was reported that the health care professional (hcp) wanted to review the presenting electrocardiogram (egm). Upon review, it was noted pacing inhibition. The lead was placed on the left bundle branch area pacing. Reprogramming efforts were performed. Currently, this lead remains in service and no adverse patient effects were reported.